Manufacturer narrative:
Concomitant medical products corrected: reception date was 4 december 2018.

Event description:
Reportedly, the subject programmer stops working during device interrogation from time to time. The programmer was returned for analysis. Preliminary analysis revealed that the reported issue is attributable to either insufficient quality of contact between the plug of the central process unit board and the one of the power supply, and/or instability on the pre-power supply board.

Event description:
Reportedly, the subject programmer stops working during device interrogation from time to time. The programmer was returned for analysis. Preliminary analysis revealed that the reported issue is attributable to either insufficient quality of contact between the plug of the central process unit board and the one of the power supply, and/or instability on the pre-power supply board.